Manufacturer narrative:
(B)(4): method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the back haptic tore. The lens was cut out of the eye to remove with no patient injury, no enlarged incision or sutures. Another same model lens was implanted with no problem, using a new injector,